Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report from the intermacs registry indicating that the pt had a few red heart alarms. The alarms did not occur while on battery. The alarms reportedly resolved after the pt changed out his power module pt cable, system controller, and power module. No symptoms were noted with the alarms. Add'l info provided to the MFR approx one month later indicated that the pt experienced pump stoppages that appeared to be related to upper body movement. A log file submitted to the MFR for analysis confirmed pump stoppages. And speed drops below the low speed limit. The pt subsequently rec'd a pump exchange.

Manufacturer narrative:
The attached user facility reports # (B)(4) were rec'd from the intermacs registry. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.